Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and battery opening were chips off and scratches on screen which effects on visibility. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had changing out batteries less than 1 week and rejects new batteries. Customer also stated that the insulin pump received unexplained no delivery alarm. The insulin pump will not be returned for analysis.